Event description:
A healthcare worker (hcw) reported an alleged event of skin irritation while using cidex opa. The manager of the facility confirmed that the healthcare worker had only dryness on her skin. There was no report of staining. The employee was instructed on the proper use of cidex opa, including personal protective equipment (ppe), yet the employee violated the instructions and continued to use the chemical without wearing ppe. The healthcare worker no longer works at the facility, it is unknown if the hcw sought medical treatment.

Manufacturer narrative:
The IFU states in part...when disinfecting devices, use gloves of appropriate type and length, eye protection and fluid-resistant gowns. When using latex rubber gloves, the user should double glove and/or change single gloves frequently, e.g., after 12 minutes of exposure. For those individuals who are sensitive to latex or other components in latex gloves, 100% synthetic copolymer gloves, nitrile rubber gloves, or butyl rubber gloves may be used. Note: contact with cidex opa solution may stain exposed skin or clothing.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the complaint history trending, batch record review, failure mode effects analysis, system hazard use misuse analysis, and health hazard analysis. Complaint history for cidex opa solution with the problem code of "hr-skin contact" shows that the overall trend is below the upper control limit. The trend is considered to be low risk. Batch record review of cidex opa solution (lot# 180509261) indicated that the lot met specifications. The fmea (failure mode effects analysis) indicated that the associated risk is minimal. The shuma (system hazard use misuse analysis) was reviewed for risks associated to skin exposure/irritation and was determined that the risk is a category 1, broadly acceptable. The hhe (health hazard evaluation) was reviewed for similar symptoms and the hazard/risk index was scored a 3 indicating that the associated risk is none/negligible. There was no product sample returned for investigation. The root cause was determined to be failure to follow instructions and inadequate personal protective equipment. There was no report of staining, blistering or bleeding. The facility reported this hcw also worked at other sleep labs, using other unknown chemicals; therefore it is unclear if the irritation is directly related to cidex opa solution. Furthermore, the facility has indicated that this hcw, despite repeated instruction, failed to follow the manufacturer instructions for use for cidex opa solution regarding the use of test strips and dilution.